Manufacturer narrative:
Due to the volume of liquid which can leak from a bottle, there is potential for it to reach the floor and have the customer/user come in contact with it. Therefore, the leak should be considered a potential slip hazard. Upon visual inspection, it was noted that the cap to the bottle was broken. The root cause for this event was a broken cap. (B)(4).

Event description:
A dealer in (B)(4) contacted beckman coulter, inc. (Bec) and reported receiving one damaged bottle of contrad 70, which caused the contents to leak. Msds was reviewed, and the facility has an exposure control plan in place. There was no report of injury in association to this event. Medical attention was not sought.